Event description:
The manufacturer received information alleging a ds2 adv auto CPAP device was not turning on. During the evaluation of the device at the third-party service center, the device was visually inspected and found burnt pca and pca electrical damage. The device's event log was reviewed by the service center and error codes were found. Additionally, the customer complaint was reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.